Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: the battery cap was not returned with the pump for investigation. Testing was completed using a test battery cap. Review of the black box revealed records of unexplained power on reset events dated (B)(6) 2014. On investigation, the pump was exercised for 24 hours without rebooting, loss of power or call service alarm. On examination, the pump case was noted to be cracked in the right-hand corner of the display area. A leak test revealed moisture leakage at the crack in the pump case. The pump was opened for investigation and revealed moisture contamination inside the pump. Unrelated to the original complaint, the display was noted to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.